Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl to 56 mg/dl at the time of the incident. Current blood glucose was 278 mg/dl. Customer alleging possible pump over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was not treated . Customer will not return device for analysis.